Event description:
It was reported that the device's wheel belt strap is damaged. No patient was affected, and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The device was able to be identified, and the catalog and serial number were updated. A visual and functional inspection was performed by a stryker technician. It was found that the stair tracks were difficult to maneuver the unit (no tip) due to a worn tracks belt. The issue was resolved by replacing the track belt.

Event description:
It was reported that the device's wheel belt strap is damaged. No patient was affected, and no adverse consequence or clinically relevant delay in treatment was reported.